Event description:
Philips received a complaint from customer biomed reporting a blower temperature too high error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. The associated error code for blower temperature too high was corroborated in the device event log. The rse verified the cooling fan was fully operational and recommended replacement of the blower assembly. The rse provided the necessary part details for customer order. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.